Event description:
A healthcare worker experienced burning eyes and respiratory congestion while working in a room where cidex opa is used for 8 hours. A co-worker said they were informed the air exchange in the room is adequate. The room reportedly has a vent in the ceiling and a wall mounted fan. According to the co-worker, the amount of air exchanged was reported as "420 cubic square" per minute.